Manufacturer narrative:
H2/h3/h6: analysis was completed on the returned logs. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Codes 10, 104 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Codes 10, 213 and 67 are applicable. Logs have been received for analysis, however analysis has not yet begun. Codes 4118, 3233 and 11 are applicable. Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that a resident at the site was changing the procedure after completing one case and move on to another. When they tried to proceed in the software, the software exited and displayed the medtronic screen. The representative (rep) had the site hit ctrl-alt-backspace and they were able to relaunch the application and use it for the case. There was no patient present at the time of the event.